Event description:
PICC was inserted into a child with difficult vein access. However unfortunately the groshong catheter was found to be broken at the hub (see actual complaint product). No one was able to advise what happen. Apparently catheter was okay initially but found broken the next day.

Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer, at this time, for evaluation.